Event description:
It was reported that the patient experienced a hyperglycemia event with a blood glucose of 198 mg/dl while using the ilet, without symptoms, and later reported stabilization to 151 mg/dl; the patient also reported that multiple continuous glucose monitoring sensors were expired and replaced the sensor, which entered warmup. Symptoms included no reported clinical effects. Outcomes included no hospitalization and no medical intervention beyond routine monitoring and sensor replacement. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the hyperglycemia cause was unclear, with contributing factors including use of expired sensors that could affect glucose data provided to the ilet; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.